Manufacturer narrative:
The date the device was returned to manufacturer is unknown. The device investigation date was used. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for under filling with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m was under filling.